Manufacturer narrative:
(B)(4). Concomitant medical products: plate 4 hole l 100 deg cat# 73-2643 lot#ni. Plate 4 hole square cat# 73-2622 lot#ni. Qty: 4 : scrw 2.4x16mm cancelous lockng cat# 73-2416 lot#ni. Qty: 8 : scrw 2.4x20mm cancelous lockng cat# 73-2420 lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021 -00260, 0001032347-2021-00262.

Event description:
It was reported that a patient underwent a revision due to sternal complications on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.